Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011; 419688 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The decision was made to explant and replace the left ventricular (lv) lead during cardiac resynchronization therapy defibrillator (crt-d) replacement, which was being explanted and replaced due to premature battery depletion. It was noted that during lv lead replacement, the replacement lead dislodged during slitting and the physician elected to explant the lead with the recommendation of an epicardial lead in the future. No further patient complications have been reported as a result of this event.